Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via anterograde approach. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified shunt in a vein. After a non-bsc guide wire crossed the lesion, a 6.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. The balloon initially inflated twice at 20 and 23 atmospheres. On the third inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc device. No patient complications were reported.